Event description:
It was reported that during withdrawal of a pta balloon after deflation, the balloon could not be removed from the introducer sheath. Add'l force was used in the attempt to remove the balloon from the catheter, which resulted in a break in the introducer sheath. The balloon and sheath were removed together from the pt as a single unit. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number for this failure mode. The investigation is inconclusive as the sample was not returned. Per the complaint comments, the add'l force was used to remove the balloon from the catheter which resulted in a break in the outer sheath. However, the definitive root cause for the reported retraction issues could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. The current IFU (instruction for used) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.